Event description:
It was reported that a caucasian female patient underwent breast augmentation, as part of a clinical study, with a (left) 150cc mentor memorygel breast implant and a (right) 215cc mentor memorygel breast implant. Post-operatively, the patient suffered left breast asymmetry and patient dissatisfaction with the appearance of the right breast. As a result, the patient underwent bilateral breast implant removal and replacement surgery on (B)(6) 2019. The replacement devices were: (left) 325cc mentor memorygel breast implant catalog: 3503251bc lot: 7740268 sn: (B)(4) and (right) 250cc mentor memorygel breast implant catalog: 3502501bc lot: 7727814 sn: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
This report is part of a batch of late reports resulting from internally identified data inconsistencies between a postmarket study and our complaint handling databases. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(6).